Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation around the bottom of the garment. There was no alleged device malfunction contributing to the irritation. The patient followed up with her dermatologist who confirmed that he has dry skin and prescribed vina cream. The patient confirmed that the irritation improved with the use of the prescription cream.